Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 2. On (B)(6) 2024, the patient returned to the hospital for a follow-up appointment and worsening mr was observed. On (B)(6) 2024, the patient underwent a surgical procedure. During the procedure it was observed that the tissue damage was present at the tip of the posterior where the nt was implanted. It was also noted that the xtw had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Tissue damage was also observed where the xtw clip was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information provided, the reported unspecified tissue injury from the clip resulting in mitral valve insufficiency/regurgitation per the physician appears to be related to a small grasping area and prolapse movement was remaining. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.